Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty removing was not tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal resulting in difficulty removing due to the tip catching in the stent and separating; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the moderately tortuous superficial femoral artery. The 5.5x40 supera stent system was advanced to the lesion and implanted without issue; however, during removal of the delivery system, resistance was felt and the tip separated but remained at the hub of the guiding sheath and was easily removed without intervention. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.